Event description:
Pt requested a nurse visit her because she was experiencing back flow of blood since switching to b. Braun ultrasite lot #0061579511, exp 08/31/2022, leaking blood from site. No further info provided. Dose or amount: 44nkm, frequency: continuously, route: IV. Dates of use; from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.